Manufacturer narrative:
(B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # unk the following information was requested, but unavailable: what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? N/a. Was the staple line interrupted; staples not present/visible on any portion of the staple line? N/a. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a bowel anastomosis procedure, as the description of the or nurse, the surgeon used tx30g to colon anastomosis , after tx30g firing the staple line didn't ideally form and the surgeon need to suture to reinforce. So the hospital staff called this product complaint. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 01/14/2020. D4: batch # p57w5c. Device analysis: the analysis results showed that the tx30g device arrived with no apparent damaged and with a reload loaded on the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The staple line was complete, and the staples meet the staple form release criteria the event described could not be confirmed as no malformed staple were observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.